Event description:
The intraocular lens was removed and replaced due to the patient's report of halos and glare. Replaced with a monofocal lens without complication.

Manufacturer narrative:
The complaint device associated with this report was evaluated and met manufacturing specifications. Product history records indicate the lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.